Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -6.0/1.0/89 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to low vault was observed. On (B)(6) 2023, the lens was repositioned. Lens repositioning did not resolved the issue. On (B)(6) 2023, the lens was removed and replaced for a longer length lens and the problem was resolved. Cause of the event was other.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found the optic torn and the haptic broken. Dimensional inspection unable to be performed due to optic and haptic damage. Functional inspection found the lens to be within specifications. Claim # (B)(4).